Event description:
It was reported that the surgeon stated the "tibial was loose" and chose to revise the tibial component.

Manufacturer narrative:
The associated journeyii bcs articular insert was not returned for evaluation. A clinical analysis noted that no clinical relevant documents were provided to conduct a thorough medical assessment. No medical evaluation is warranted at this time. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.